Event description:
There have been two defective lots of the avanos eclipse 200 ml/hr 100 ml elastomeric devices: 1. Lot 30335032 / expiration date 4/27; 2. Lot 30358598 /expiration date 11/27. For both of these lots, fluid was leaking out of the filter area, so patients could not infuse their medications. We have had multiple reports of these issues and had to remake elastomerics to send to patients. Pt code: 4582. Device codes: 1250, 2340. Reference: mw5177322.